Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. We were unable to review the labeling due to unknown the product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient's sediment in her urine clogged the 18fr. Latex foley catheter after a couple weeks of use. The patient went to see her doctor, where the catheter was replaced with a 20fr. Latex foley catheter.